Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary duplicate address was detected the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the duplicate address was detected. A technical support specialist (tss) resolved by following the knowledge article. Tss informed to customer that if issue persists kindly follow below instructions: shutdown the device for 30 seconds, boot the device up and proceed to recover the cubies, if the cubies continue to fail, please let us know so that we can dispatch fse onsite. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary duplicate address was detected the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.